Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a loose connection between the patient connector (catheter adapter) of the transfer set and the titanium adapter which resulted in a leak. This occurred during an unknown process step of peritoneal dialysis therapy. No damage was observed on the patient connector and the connection was properly tightened before the therapy started. There was no report of patient injury or medical intervention associated with this event. No additional information is available.